Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 400 mg/dl. Troubleshooting was done but was unable to determine the reason for high blood glucose. Customer will not be returning the reservoir for analysis.